Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controllers were not returned for evaluation. Review of the controller log files pertaining to the controllers revealed multiple critical battery alarms, vad disconnect alarms, and controller power up events were logged on (B)(6) 2020. Review of the alarm log files pertaining to the first controller revealed the event was initiated by a critical battery alarm was logged at 02:55:04 due to a battery depleting below 10% relative state of charge (rsoc). As a result, the reported critical battery alarm was confirmed. Analysis of the alarm files pertaining to the first controller also revealed a vad disconnect alarm was logged on at 03:08:42, indicating a physical disconnection of the driveline from the controller. Additionally, controller log files pertaining to the first controller revealed additional vad disconnect alarms, an additional critical battery alarm, and multiple controller power up events were logged between 03:11:17 and 03:19:05, likely due to troubleshooting of the controller and/or the reported controller exchange. Controller log files pertaining to the second controller revealed a controller power up event with an associated motor start was logged on (B)(6) 2020 at 03:21:55. Review of the data log file revealed that the second controller was not in use prior to the controller power up event; the first data point was logged at 03:22:29 on (B)(6) 2020, indicating that the power up event occurred during the reported controller exchange. As a result, the reported "backup controller did not power up" event could not be confirmed. In addition, controller log files pertaining to the second controller revealed multiple vad disconnect alarms and additional controller power up events without motor starts were logged since 03:22:00, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported loss of power event was confirmed. The most likely root cause of the reported event can be attributed to the patient allowing a battery to deplete below 10%, triggering a critical battery alarm. Based on applicable risk documentation and available information; a possible root cause of the reported "back up controller did not power up" event may be attributed, but not limited, to a marginal connection between the controller and battery. Additional products: d1: heartware ventricular assist system ¿ (B)(6) controller h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2013; 0158 lead, implanted: (B)(6) 2009. Additional products: brand name: heartware ventricular assist system ¿ controller, medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-july-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun . Device mfg date: 31-july-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an appropriate critical battery alarm occurred. It appears that the facility staff panicked and tried to do a controller change instead of replacing the battery. The staff attempted to switch the patient¿s primary controller to the backup controller but the backup controller did not power up. The patient was switched back to the primary controller, and this led to an unexpected loss of power. During the exchange of the controllers the ventricular assist device (vad) stopped and the patient lost consciousness. Cardiopulmonary resuscitation (CPR) was performed and the patient was transported to the hospital. The controllers remains in use. No further patient complications have been reported as a result of this event.